Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a high readings issue occurred between the adc device and an unspecified device. The compared readings and additional information requested was not provided. Customer reported "fatigue and sweating" and required third-party treatment of glucose. There was no report of death or permanent impairment associated with this event.

Event description:
A webform complaint was received in which it was reported a high readings issue occurred between the adc device and an unspecified device. The compared readings and additional information requested was not provided. Customer reported "fatigue and sweating" and required third-party treatment of glucose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. An extended investigation was further performed. Performed a visual inspection on the returned sensor and no evidence of misuse or abnormalities was observed. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly and the sensor was moved to sensor state 4 (indicating the sensor had a remaining life of 12 hours before ending) indicating the returned unit did not have glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No abnormal errors were observed during testing, indicating the error termination was not caused by a product malfunction. No malfunction or product deficiency was identified. Therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.